Manufacturer narrative:
(B)(6). Date of the event - (B)(6) 2017. Concomitant medical products - nexgen legacy knee posterior stabilized lps_ flex femoral component # 00576401451 lot # 61617430; tibial component stemmed precoat # 00598002702 lot # 61416144; all poly patella size 29 mm dia. Standard 8.0 mm thickness # 00597206529 lot # 61515558. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07745. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 6 years post initial surgery due femoral component was loosening caused by the wear of the articular surface. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and visual evaluation shows signs of wear (nicked, gouged, discoloration) on the inferior and superior surfaces and the dovetail feature is flared. The device history record was reviewed with the following anomalies / deviations identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.